Event description:
It was reported that during a left laparoscopic nephrectomy procedure, instrument had been used throughout. Applied to vessel and clip applied, instrument repositioned and attempt to apply 2nd clip. Instrument closed but did not release clip. However, surgeon was unable to release instrument from vessel. The instrument was locked. Instrument transected vessel leaving it free and unclipped but transected. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Device fired through lockout. The analysis results found that the device was received in good visual condition. When testing the device for functionality, it was noted to be empty and the lockout was fired through. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. The event reported could not be confirmed due the condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process.